Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the complaint was not confirmed. The reported incidence could not be repeated. One unpacked abs-10060 angel prp system centrifuge serial gb2944 was received for evaluation. The visual evaluation found no issues. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 24 ml platelet-poor plasma (ppp), 33 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4.0 ml. No error messages were reported during processing. The console functioned normally. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. No problem found.

Event description:
It was reported by a sales representative via sems-06018410 that an abs-10060 angel prp system centrifuge had an issue. The perfusionist stated that the machine had failed its quality control three times this month. The last time the platelet rich was lower than the baseline. This occurred during the pre-checks and in one case. This occurred during use in an unspecified surgical procedure with no patient harm. Additional information has been requested. On 9/5/2023, the sales representative provided the following information via email: the machine had failed 3 times before its quality control on multiple unspecified occurrence dates. The machine was used in one case in an unspecified surgical procedure. The affected angel was removed, and another was rolled into the room. There was no case delay reported, and the case was completed successfully.